Manufacturer narrative:
Exemption number e2015055. One device was received for evaluation; both events were confirmed during testing. One device was found to be affected by corrosion of internal components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device overheated and caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. There was no patient involvement; no patient impact.